Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 1144 mg/dl. The nurse stated that the customer is in a coma. It was stated that the customer had site issues. Troubleshooting was performed. Reviewed the programming, basal, bolus history on the insulin pump, and it appeared that the numbers were adding properly. The alarm history revealed several alarms. Ran a fixed prime and high pressure tests and the device passed the tests. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.